Event description:
It was reported, the patient had a return of symptoms. Two weeks ago, the patient¿s legs gave way and it was thought the pump possible took a hit. There were no audible alarms. After a couple of days, everything was ¿o.k.¿ but the pump was checked anyway and a message came up of putting the pump in minimum rate mode while programming. The daily dose was reprogrammed from 10 milligrams (mg) to 9 mg per day and everything seemed fine after that. The patient had a return of pain, but the doctor thought the pain was exacerbated secondary to the fall. The pump was being used to deliver morphine. Three days later, it was later reported that the cause of the minimum rate mode message was unknown, but it was suspected the stop pump red button was accidentally hit. The patient was ¿all ok¿ and was receiving effective therapy, per the reporter¿s knowledge. The patient was to receive a refill the week after this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8840; product type programmer, physician. (B)(4).